Event description:
The customer reported of air leak. There was no patient involvement. It was found that there was a leak in the o2 tube, and the 02 tube hose was replaced. It was noted that the technician ran functional tests and internal tests with a positive outcome.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting institution phone #: (B)(6). Further information was requested to obtain the repair and operational status of the device.

Manufacturer narrative:
H6: conclusion code corrected.